Event description:
It was reported bd arterial cannula 20g had a hole in the catheter, causing leakage. The following information was provided by the initial reporter: "leak through arterial cannula just distal to switch of flowswitch arterial line... Sodp has faulty cannula".

Manufacturer narrative:
Initial reporter additional email#: (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.